Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a low shock impedance measurement of less than 20 ohms on the transvenous lead. Currently, no remedial action has been taken on the system. No adverse patient effects were reported.

Event description:
Boston scientific received information that a defibrillation threshold test was performed at a recent follow-up. Conversion was successful at 21 joules with a measured shock impedance within range at 40 ohms. The physician was satisfied and will leave the lead implanted and continue to monitor the system. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.